Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. Customer¿s blood glucose level was 50 mg/dl to 400 mg/dl. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer also reported that the no delivery alarms. Customer was reporting a past event. Customer also reported that the alarm did not occur during manual prime. Customer reported that the event was resolved by changing complete set. Troubleshooting was declined for high blood glucose level and low blood glucose level. The insulin pump will not be returned for analysis.